Event description:
It was reported that the pump was squished and the touch screen became shattered and unresponsive. Customer¿s blood glucose was between 200 and 300 mg/dl. Reportedly, customer reverted to an old pump along with manual injections for insulin therapy.